Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was submitted. The device was not returned for investigation. It was reported that upon running the pump, there was a motor current spike followed by gradual buildup in the purge pressure for next 10 minutes. Saturated flows were also seen during this time. Therefore, per the data log review, the root cause of the high purge pressure issue was most likely biomaterial ingestion. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella 5.5 pump was inserted in the operating room for support of a patient previously supported by impella cp-ECMO (extracorporeal membrane oxygenation). The impella 5.5 was placed but the pump had purge alarms. The team attempted to change the cassette without resolution of alarms. The pump was removed and replaced after just under six hours.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿